Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: several loss of prime were verified in the black box due occlusions. The black box verified several (B)(4) alarms due to the patient priming while occluded. The force sensor calibration test confirmed the sensor is detecting the correct force. Exercised pump for 24hrs with no power issues or occlusions duplicated.

Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported the patient obtained multiple random occlusion alarms on the reported pump. At 7:00 am the patient's blood glucose level was tested to be "hi mg/dl" (greater than 600 mg/dl) and she tested positive for ketones. The patient did not report any symptoms of high or low blood glucose levels. The patient corrected her blood glucose level using both the pump to administer a bolus, and also taking insulin via a syringe. The patient's technique was correct. The issue was not resolved with troubleshooting.